Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis identified red particle material on the shell and an opening on radius side. Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and red particles in the surface of the shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp edge opening in the posterior side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.